Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to view any reports from the medstation, the reports did not respond when selected, and the inventory count did not sync with the server, with mismatched quantities between the medstation and the server, and the user had attempted to retrieve information from the data server. A technical support specialist verified the reporting issue, requested permission to reboot the report server, rebooted the report server, confirmed that reporting was restored, continued investigating the remaining inventory sync issue, and awaited further information from the customer before receiving no additional updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to view any reports on all medstations, and the inventory count did not sync with the server. The station displayed the remaining medication quantity, but the amount did not match the server records. However, there were no delays or adverse events or injuries reported based on this event.